Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). We received: one infusomat space, 8713050, serial no.: (B)(6) with software version m030003. The device history files were read and analyzed. A infusion was started with a rate of 1017ml/h over 24 hours. After one hour the infusion stopped, because the upstream alarm ocuured. At this time, 1029ml was infused. The line was extracted. No other abnormalities were found. The sample was subjected to a visual and functional examination. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technician seal on the lower housing were intact and undamaged. The device shows age related signs of wear and tear and was slightly dirty. No visible damage are to locate. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +0,39%. The device matches the required values and standards. All measured values are within our specification. The device was disassembled and the inside was investigated. Inside the device could be found liquid residues on the emc protection shield, the bottom inner frame and the lower housing. The complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. UDI number (B)(4) premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "according to the client, the pump has infused the volume that had been programmed in 24 hours in just two hours. A review of logfiles is requested to check if it is a device or user error."